Manufacturer narrative:
(B)(4). Batch # r94a05. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, an unknown error was displayed 80 minutes after the procedure was started. The surgeon checked and wiped the device outside the patient¿s body. Then, it was found that 3 to 5mm of the blade tip was missing. It was confirmed with the movie record by the surgeons and the sales rep that the blade tip was not broken off when the unknown error occurred. No pieces were found inside the patient¿s body as a result of three times x-ray photo check (twice intra-operation and once post-surgery). The x-ray photos were checked by not only surgeons but also by a radiation technologist. Although the missing blade tip was not found, the surgeon determined there was a high possibility that the blade tip was broken off outside the patient. Moreover, four trocars, which were used in this procedure, were disassembled and checked, and the missing piece was not found. Another device was used to complete the case. There were no adverse consequences to the patient.